Event description:
The manufacturer received information alleging a ventilator has black particles in the tubing and water chamber. The patient received this device as a replacement and followed the instructions to call philips if black particles were in the tubing and/or water chamber. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Additional information was received on 03/12/2025 and h11 is updated as: the manufacturer received information alleging a ventilator has black particles in the tubing and water chamber. The patient received this device as a replacement and followed the instructions to call philips if black particles were in the tubing and/or water chamber. There was no harm or injury reported. No medical interventions were specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section g and h is updated in this report

Manufacturer narrative:
The manufacturer received information alleging a ventilator has black particles in the tubing and water chamber. The patient received this device as a replacement and followed the instructions to call philips if black particles were in the tubing and/or water chamber. There was no harm or injury reported. No medical interventions were specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was 2 error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Box h: (device) problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated. Box a:patient identifier (rfb) updated. Box d:product brand name (rfb) updated.